Event description:
A pt reported experiencing inaccurate low results with a surestep enhanced meter. The pt's blood glucose was 105mg/dl within 10mins, greater than 20%. Pt did not experience any adverse events. No further info has been reported.